Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to the system auto-reducing. Troubleshooting revealed high impedances on all of the lead's contacts. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue.